Event description:
A technician from the surgeon's office reports that despite the fact that the pt was plano for distance and j1 for near vision, they were not happy with the outcome of surgery and insisted on a lens exchange. The lens was removed and replaced with a silicone lens and the pt continues to have the same complaints.